Manufacturer narrative:
(B)(4). A wallflex biliary fully covered rmv stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath and undeployed. The outer blue sheath was kinked approximately at 46 cm from the tip of the delivery system. The stent cover was inspected and holes were noted on the stent cover. Functional examination was performed and the stent was deployed by actuating the delivery system (slide the handle back along the stainless steel tube) without resistance. The outer diameter of the stent was measured and was found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy could not be confirmed as the stent was deployed without resistance. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction of the device with the scope, and/or the anatomy of the patient could have caused the physician to feel resistance while applying force during attempted deployment, which limited the performance of the device and contributed to the stent failure to deploy and the kink observed in the outer sheath. Additionally, the holes noted on the stent cover might have been a result of when the physician attempted to deploy the stent inside the patient's body during the procedure. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the pancreas to treat pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent cover was damaged (holes).